Manufacturer narrative:
(B)(4). Eval results: (cva, death).

Event description:
A 3.0 mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug-eluting coronary stents was deployed in a pt. The cardiac status at the time of procedure was stable angina. However, it was reported that approx 3 months post implant, the pt presented with symptoms. Ischemic stroke was confirmed. The pt was re-hospitalized. Additional info received from the field reported that the pt died of cardio-respiratory failure approx 3 weeks later. Investigator reported that the event was unrelated to the relevant study device or procedure.